Event description:
The pt service rep (psr) assisting a (B)(6) old female pt contacted zoll lifecor customer support to report that the charger was unable to power on. The pt rec'd a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger (B)(4) is currently underway. The reported problem (will not power up) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor. The pt rec'd a replacement monitor.